Manufacturer narrative:
One smiths medical cadd solis vip pump was returned for analysis with a cracked battery compartment. During analysis, error 46440 was found in software application and battery compartment was found cracked. Service recommended replacing downstream occlusion (dso) sensor and battery compartment to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be user interface.

Event description:
Information was received indicating that during testing, a smiths medical cadd solis vip pump exhibited ec46440 and had a compartment damage. No patient was involved in this event. No adverse effects were reported.